Event description:
The pt reportedly experienced loss of sound followed by loss of lock. External equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.